Manufacturer narrative:
The reported events were failure to capture and lead dislodgement. The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The helix was also found bent consistent with procedural damage. Due to helix was bent as returned, the helix mechanism test could not be performed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2024-01180related manufacturer reference number: 2017865-2024-01182it was reported a patient presented with loss of capture on both the right ventricular (rv) and the left ventricular (lv) leads, due to suspected micro dislodgement from device migration. Both leads were explanted and replaced in a procedure on 26 dec 2023. During the procedure the implantable cardioverter defibrillator (ICD) migration and rv lead dislodgement were visually confirmed. Post-procedure the patient was stable.